Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
The customer reported the unit alarming and could not shut unit off without disconnecting the power cord and battery. The customer found 35 volt errors in the log. The customer contacted product support and requested for service repair. The product support advised caller to perform performance verification test and suspected the motor controller board or power management board. The customer reported that the unit was in use on patient , but there was no patient harm reported. Per biomed the unit was removed from service due to no part available for repair.

Manufacturer narrative:
G4: 27apr2020. B4: 05may2020. The customer advised product support that this case can be close. Per customer the power management (pm) board for this serial number is not available at this time. Ventilator is taken out of service until the part is replaced by the field service engineer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13apr2020. B4: 05aug2020. H11: d11: concomitant medical products and h6: patient code updated. The customer reported that unit was not in use on patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.